Event description:
A report was received that during post operation testing there was a telemetry problem and high radio frequency interference which did not allow for impedance check. It was determined that the leads were not properly connected, and the patient was taken back to the o.r. To properly connect the leads. During revision, it was discovered that the set screw had crimped one of the contacts. The lead was reinserted, and everything was properly connected. All impedances were checked, and the patient is reportedly doing well.

Manufacturer narrative:
This is the final report.